Manufacturer narrative:
The acist angiographic contrast delivery system, model cvi siemens, (B)(4) was returned to acist on september 29, 2017 for testing. The system was mechanically tested and diagnostic log files were reviewed. Additionally, the system device history record (DHR) was reviewed. Based on analysis of the injector system, there is no evidence of device malfunction related to this event. The consumable kits used during the event were discarded by the user facility and the lot numbers were not provided. Cine-angiograms were not provided to acist for evaluation. A physician at the user facility reviewed the case. This physician indicated that the left internal mammary artery (lima) is a small vessel and the physician performing the case had a difficult time engaging the ostium. This may have contributed to the reported event. Based on service testing performed on this system and DHR analysis, there is no evidence of device malfunction related to the reported event. The cause of the event is inconclusive. This report is considered closed.

Event description:
The user facility reported that during a case using the acist angiographic contrast delivery system, model cvi siemens, a dissection of the left internal mammary artery (lima) occurred. The exact date the case occurred was not reported and is unknown. The patient was undergoing a procedure for left heart catheterization (lhc) with possible percutaneous coronary intervention (pci) when the dissection occurred. The dissection was successfully repaired with a stent and the patient subsequently recovered.